Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: implant site hematoma mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent an unspecified breast augmentation with a mentor memorygel, 320cc silicone breast prosthesis experienced unknown-sided implant site hematoma postoperative. The issue was diagnosed through ultrasounds examination. As a result, patient underwent unilateral replacement with an unspecified prosthesis on an unspecified date.

Manufacturer narrative:
Additional information received on (B)(6) 2023 indicated that patient left side was effected and as a result, patient underwent unilateral replacement with cat: 3507300mc, sn: (B)(6) on (B)(6) 2022. Patient initial updated to (B)(6). Reason for device explant and/or reoperation: implant site hematoma. Manufacturer¿s reference number: (B)(4).